Event description:
A 6fr sheath was inserted into the patient. It was then noticed that at the diaphram of the sheath there was blood coming out of the port. A wire was inserted and the sheath was exchanged for a new one (different lot# and it worked fine).what was the original intended procedure?angiogram (hrt cath).